Manufacturer narrative:
Investigation results: DHR: nothing unusual to report was found during DHR review. A query indicates no additional complaints have been received for this lot number. Return: customer returned 1x puendo5 lot 0000212808 in an autoclave bag. Using microscope visually checked tip. Instrument was broken as indicated in complaint. No manufacturing defects or markings were noted on instrument. Complaint does not indicate what power setting was being used at time of breakage. Root cause of breakage cannot be determined.

Manufacturer narrative:
While no serious injury resulted in this event, if this malfunction recurred, it could cause or contribute to a serious injury or require medical or surgical intervention to preclude such. This event, therefore, is reportable per 21cfr part 803. The device is available for evaluation, though has not been returned as of this report. Evaluation results will be submitted as they become available.

Event description:
In this event it is reported a proultra endo tip #5 pack broke during use. The tip was retrieved. No injury occurred.